Event description:
It was reported to medtronic minimed that the customer experienced broken/damaged inpen, specifically the screw and the foot, as described by the customer's mother. The customer reported no adverse event. The event involved product mmt-105nngyna. Troubleshooting was performed, including advising the customer to discontinue use of the inpen, revert to a backup plan per healthcare provider¿s instruction, and confirming that the inpen will need to be replaced. No harm requiring medical intervention was reported. Mmt-105nngyna was requested, and the customer's response was that the device was returned.

Manufacturer narrative:
Per visual inspection: missing injection foot. No physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen passed front cap investigation. Unable to perform baseline and wireless functionality and displacement dose accuracy due to missing injection foot. Inpen passed front cap investigation. In conclusion no insulin is dispensed when the injection/dose button is pushed therefore, the customer concern of injection foot being damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.